Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent issues while charging the pump battery. Reportedly, the pump would create a "low beeping/buzzing noise" while charging with a tandem charging cable and wall adapter. It was unknown if the noise was related to the tandem charging cable, pump, or outlet. Customer¿s blood glucose level ranged from 100-150 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.